Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) for the treatment of bladder issues it was reported that  the patient stated their bladder implant had been working for their symptoms up until yesterday (B)(6) 2022) when they all suddenly started having difficulty urinating and their flow became very weak. The patient confirmed these were symptoms they experienced prior to getting the implant. The patient stated they've been drinking plenty of liquids but they weren't losing much. The patient wanted to know if there was a way to tell if the device was no longer working. The patient denied having had any traumas or falls that led to the issue. Patient services reviewed therapy expectations with the patient as well as programming and stimulation considerations. The patient stated they noticed they hadn't been feeling their stimulation as of late. The patient stated they'd connected to their settings earlier today and increased the stimulation up by .1 but they weren't sure if they should stay on that program or try another. Patient services redirected the patient to discuss their symptom concerns and programming considerations with their managing health care provider (hcp). The patient was going to call their hcp for guidance on making a change to their settings. The patient was going to make a change to their settings and monitor their symptoms once they spoke with their hcp.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. It was reported that the patient experienced urinary retention prior to the device and the device/therapy has not worsened the patient's symptoms. Craterization was the patient's standard of care prior to the device. On (B)(6) 2022 brief retention for one day on (B)(6) 2022 increased settings from 1.5 to 1.6.